Manufacturer narrative:
Other, other text: h3: four pictures of a portex endotracheal intubation tube polar were received according to the drawing specification t02299 issue 6, therefore the complaint was not confirmed. Ten samples of a portex endotracheal intubation tube polar from part number 100/134/060 were received in unused conditions inside their original package. The returned samples were visually inspected at 12" to 16" and normal conditions of illumination. No missing marks were found, the samples met with drawing specification t02299 issue 6; the complaint was not confirmed. The was no fault found with the returned samples

Manufacturer narrative:
(B)(6). Device evaluation in progress.

Event description:
It was reported that portex endotracheal tubes did not have markings on the vocal cords with sizes 5, 5.5, and 5.6. The product problem was observed upon opening of the package. No patient injury or complications were reported in relation to this event.